Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes using 2 roche meters: 206 mg/dl and 86 mg/dl. It is unknown which meter/strips produced which results.